Manufacturer narrative:
Evaluation summary: the stent was positioned on the delivery system balloon between the inner shaft marker as per specifications requirements. The 15th and 16th distal stent wraps were deformed with raised struts. It was not possible to load a 0.015 inch mandrel through the device, due to the presence of hardened blood in the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency with chest pain and pre-operative diagnosis of nstmi with positive troponin but no EKG changes. It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a mildly calcified and moderately tortuous mid cx lesion exhibiting 90-99% stenosis. No damage to device packaging and no issues removing device from hoop/tray. Device was inspected and negative prep performed with no issues noted. The lesion was crossed with a 0.014 inch guidewire and pre-dilated at 14 atm . The device did not pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force used. It was reported that the device failed to cross the target lesion and stent deformation in vivo during positioning occurred . The lesion was again pre-dilated up to 12atm at multiple sites. The procedure was completed with further stenting with resolute integrity stents. There were no further events with the stents that were used to complete the procedure. There are no injuries reported. The patient's medications on discharge included plavix, aspirin and a statin and a low dose beta blocker.